Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual examination showed there was a shaft kink with exposed braiding protruding through the shaft at 2mm from the strain relief. A thorough inspection of the remainder of the device revealed no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the kink or exposed wires. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during preparation for a percutaneous coronary intervention treatment procedure a shaft kink occurred. The shaft of the 6f mach 1 radial sh (side holes) was kinked when pulled out of the package. The procedure was completed with another of the same device. There was no patient contact with the device. No patient complications were reported. Device analysis revealed exposed braiding in the shaft.